Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified distal right coronary artery. A 3.00 x16mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, fraying of distal stent end was noted. The procedure was ended with no patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end lifted and bunched in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified distal right coronary artery. A 3.00 x16mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, fraying of distal stent end was noted. The procedure was ended with no patient complications nor injuries were reported.